Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 1.2, laboratory inr: 2.1. Therapeutic range: no provided. The time between was one (1) hour. Reportedly, improper techniques were reported as follows: incorrect 28 gauge lancet size was used to stick finger, unable to obtain sufficient blood sample and the sample was not immediately applied after the finger stick. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.